Manufacturer narrative:
On 10/06/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested for suspect non-invasive patient tracker. This part was discarded by the site and will not be returned to manufacturer for analysis. On 10/21/2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. It is deemed likely the emitter off function was triggered in software or interference issue. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, their navigation system was unable to track the patient tracker within the navigation page of synergy cranial 2.2.7. Under emitter details, the software called out metal in the field. All other instruments were tracked without issue. In trouble-shooting, the medtronic representative removed all metal from the field. Moved the emitter to 6-8" from patient tracker and around the surgical site without resolution. Verified ability to track the pointer when at the same location on the patient's anatomy as the patient tracker. Re-seated instrument into different axiem port without resolution. Re-booted hardware and software. Recommended using another patient tracker and re-registering the patient. The surgeon opted to discontinue the use of their navigation system and continued the procedure using a c-arm. The surgeon did not want to re-register the patient. The surgeon completed the procedure with no impact on patient outcome. Delay in therapy was approximately 10 - 20 minutes, after incision.